Event description:
A sales rep reported on 10jun2025 that cutrwir-1.1 from the trimed wrist fixation system broke during surgery. Surgeon reported this issue caused a 40 minute delay until they found a replacement. Given this system is used only once a month, this issue was not due to heavy usage. It was confirmed that the device did not come into contact with the patient and no broken parts of the device were left in the patient.